Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with an 26mm sapien 3 ultra valve in aortic position. Approx. 4 years and 8 months post tavr, the patient presented with a failed valve due to regurgitation (aortic insufficiency) with aortic stenosis. A bav was performed with a 26mm true balloon. A 26mm s3u was implanted inside the pre-existing 26mm sapien 3 ultra valve. Patient is doing great. No issues.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with an 26mm sapien 3 ultra valve in aortic position. Approx. 4 years and 8 months post tavr, the patient presented with a failed valve due to central regurgitation (aortic insufficiency) with moderate aortic stenosis. A bav was performed with a 26mm true balloon. A 26mm s3u was implanted inside the pre-existing 26mm sapien 3 ultra valve. Patient is doing great. No issues. As per medical records review, a tte confirms there is severe stenosis of the aortic valve with mild regurgitation. Mean gradient 61mmhg with eoa/ava of 0.4cm2.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for stenosis and central regurgitation were confirmed based on the provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approx. 4 years and 8 months post tavr, the patient presented with a failed valve due to central regurgitation (aortic insufficiency) with moderate aortic stenosis." Stenosis: per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Central regurgitation: per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient had stenosis, which could prevent the leaflets from proper coaptation, resulting in regurgitation. As such, available information suggests that patient factors (stenosis) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.